Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported to the healthcare provider that the device was not working and had been off for 20 years, it was noted that the implant date was shorter than 20 years prior. No patient symptoms were reported. No further complications were reported or anticipated.